Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the infection occurred 2 weeks after implant, and since the infection never resolved the pump and catheter were explanted. The patient's weight at the time of the infection was reported. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that the healthcare provider (hcp) was the first person to report the infection and pump explant to the representative. The cause and the date the infection first occurred was reported as unknown. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the patient experienced a skin staph infection. The patient's body mass index was noted as larger than 35. A conflicting event date was reported as the hcp said the infection was first noticed in (B)(6) 2016 but the pump was explanted on (B)(6) 2016. The pump was disposed of and the patient currently has a new pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780 , serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving and unknown drug via an implantable infusion pump. It was reported that the patient's pump and catheter were removed on (B)(6) 2016 due to an infection. No further complications have been reported as a result of this event.